Event description:
Information was received that reported a patient was treated in 2008 for an incident of hyperglycemia. Per the reporter for a day prior to the hospitalization, she was sick with vomiting, when she would check her blood glucose her meter read "hi", she reports being unsure of how to interrupt this information. She went to bed that evening and waking up the next day feeling worse. She was brought to the hospital where upon admit, her blood glucose was 1100 mg/dl. She was diagnosed with diabetic ketoacidosis and treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.